Manufacturer narrative:
A field service engineer evaluated the device, and it was observed that there was no voltage through the power cord. The customer replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a power issue at the hospital and now the device will not turn on at all. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When connected to ac power there are no led's illuminated on the front of the unit. An initial quote was sent to the customer.